Event description:
The manufacturer representative reported the lead was implanted, in the epidural space of the cervical area due to previous fusion work. The lead was placed retrograde and the patient received great coverage post implant. Two days later, the patient was seen by the hcp for wound check and the staples were removed. Later, the patient complained of neck pain; so the representative was called to the clinic to reprogram the patient. The patient stated feeling better post reprogramming. The next day, the patient complained of neck pain again. The patient was seen at the clinic again. The nurse noted an infection at the device pocket. Cultures of the surgical wounds (posterior cervical area and subclavicular area) were taken and noted mrsa. The patient was admitted to the hospital and the device was explanted in march. The patient continues to have wound healing issues.